Manufacturer narrative:
Date rec'd by MFR: 30may2019. The customer did not want the field service engineer (fse) to come on site until they receive a purchase order. The customer was notified by the fse that this work order will be closed and will require the customer to call back to open a new case. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04mar2020. B4: (B)(6)2020. Failure analysis on the returned data acquisition pcba to motor controller pcba cable shows that the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 17jun2019, date of report : 02aug2019. The field service engineer (fse) replaced the data acquisition (da) to motor controller (mc) board cable to address the reported problem. The unit is now back in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: . Date of report: . A follow-up report will be submitted once the evaluation is complete.

Event description:
Customer reported machine and proximal pressure sensors failed. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.